Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated: d8, d9, h3, h4, h6, h11. Corrected fields: b5, d4 lot # submitted in error in previous emdr-04790. The device was returned to olympus for inspection and the reported failure was not confirmed. A device history record review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was unknown whether the procedure was completed with the same device or similar device.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope displayed an error code during an unspecified procedure that was completed using a similar device. There was no report of patient harm.